Manufacturer narrative:
Initial reporter phone number:(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 sire kit veritor incorrect expiration information was observed by the laboratory personnel. There was no report of patient impact.

Manufacturer narrative:
Investigation: manufacturing records show mgit 960 sire supplement kit batch 0104263 is composed of mgit 960 sire supplement batch 0043710, mgit 960 streptomycin batch 9364928, mgit 960 isoniazid batch 9364929, mgit 960 rifampin batch 9364930 and mgit 960 ethambutol batch 9364933. The batch history record review for the kit batch was satisfactory and no quality notifications were generated. The complaint history was reviewed and one other complaint have been taken on this kit batch for packaging (missing vial). Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). Retention samples maintained for this product include the individual components but not the kitted configuration, so retention sample inspection is not indicated for this complaint. Three photos were received for investigation. The first photo shows an open carton with eight sire supplement vials and four sire antibiotic vials: streptomycin batch 9219247, ethambutol batch 9182091, isoniazid batch 9206376, and rifampin batch 9254161. The second photo shows an open kit carton with the sire drugs and eight supplement vials from batch 9254259. The last photo shows a kit carton label from batch 0104263 for verification. No returns were received for investigation. The components batch numbers shown in the photos do not match the expected component batch numbers for kit batch 0104263 (see above). The component batch numbers in the photo were investigated and found to be associated with another kit batch. Shipping data was reviewed and it was found that both batch 0104263 and the other kit batch that the components matched were shipped to europe. The customer observation that the expiry of kit batch 0104263 does not match the kit components is acknowledged. Review of the manufacturing records for batch 0104263 and the components in the picture shows that four of the components in the picture were not available at the time of manufacturing of batch 0104263. The packaging of the components in the picture into a carton of batch 0104263 cannot be supported by manufacturing data. Bd will continue to trend complaints for packaging. This complaint cannot be confirmed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 sire kit veritor incorrect expiration information was observed by the laboratory personnel. There was no report of patient impact.